Event description:
It was reported that during regular follow up, the patient reported that their mobile power unit (mpu) was having a yellow wrench symbol of unknown cause. The issue was confirmed in by a healthcare professional. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the cause of the yellow wrench was unknown. The mobile power unit (mpu) was plugged in by the vad coordinator and the yellow wrench symbol was confirmed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm occurring on the mobile power unit (mpu) was confirmed. A log file was submitted for review from the heartmate 3 system controller (serial number: (B)(6) ) that showed events spanning approximately 2 days ((B)(6) 2023 - (B)(6) 2023 per timestamp). There were no notable alarms active in the log file. The mpu (serial number: (B)(6) ) was returned for analysis to the european distribution center (edc) and was evaluated and tested on (B)(6) 2023. The mpu was connected to ac power and the yellow wrench led illuminated and the system would not boot up; therefore, no further testing was performed. The power supply was replaced, and preventive maintenance was performed. The replaced power supply printed circuit board (pcb) was forwarded to the product performance engineering (ppe) testing area for further analysis. Further testing was performed in the ppe testing area. The replaced power supply pcb was inserted into a test mpu. The mpu was connected to a mock loop and test system controller. The unit was connected to ac power and operated as intended for an extended duration without any issues or alarms activating. No further testing was performed. The reported event was unable to be reproduced in the ppe lab. The cause of the yellow wrench alarms was isolated to the power supply pcb; however, the root cause for power supply pcb not functioning as expected was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.